Event description:
During a routine review of the maude database, a report was identified which had been made to the FDA by the pharmaceutical customer, about which the device manufacturer was previously unaware. The report indicated that while using the mix2vial device to reconstitute a lyophilised drug product, particulate matter was observed.

Manufacturer narrative:
Given that west has been made aware of the event via the report that our pharmaceutical customer made to the FDA, the original reporter details are not known to west. Therefore, the reporter details that have been referenced in section e1 are those of west's pharmaceutical customer. The complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.